Manufacturer narrative:
The lens remains implanted in the eye; therefore it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt presented with mild uveitis approximately three months after akreos mi60 implantation in the left eye. The pt was described as noticing a decrease in vision. The surgeon was uncertain about the cause of the inflammation. The pt was prescribed steroids for inflammation treatment. The pt's preoperative bcva was 20/80 and 20/30+ or 20/25- after treatment for inflammation. The pt's current prognosis and treatment as of (B)(6) 2011 was that there were flare ups of photophobia, possible allergic component; treated with artificial tears, patanol, and restasis.